Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: a visual analysis of the device photographs identified: red capsule observed. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to (B)(4):covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported left side "capsular contracture" baker grade IV. The device has been explanted and discarded.

Manufacturer narrative:
(B)(4). (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture" baker grade IV.

Event description:
Healthcare professional reported left side "capsular contracture" baker grade IV. The device has been explanted and discarded.